Event description:
The pt presented to the hospital's surgery department for procedure of "removal of deep implants right humerus". The pt required two surgeons due to the reported complexity of the procedure itself. The surgeon documented "long-standing nonunion with a broken sideplate near the course of the radial nerve. Due to the location of the broken plate, as well as the complexity of the surgical procedure, the second surgeon was called in to assist. The pt received the initial implant and procedure documented as "4 yrs" earlier at unknown location or date/time. When the plate was palpated during the procedure, documentation revealed "there was a fair amount of fluid encompassing the distal portion of the plate." The procedure was completed with a new 12-hole locking plate implanted with new locking screws. The pt tolerated the procedure well and was discharged home on (B)(6) 2013. No other info or manufacturer is known for the broken plate times 2 pieces and 10 screws.